Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will be follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 370mg/dl. The customer was experiencing unexplained high glucose for several days. Troubleshooting was performed. The customer state that the events leading to her admission was vomiting and increased thirst. The programming time, and date were correct. Reviewed the alarm history and found motor error and no delivery alarms. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. No further info was provided.